Event description:
It was reported that the 2600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu and hard drive should be replaced. The system was working, and put back into svc. The customer canceled the svc call. A follow up report will be filed when add'l details become available.